Manufacturer narrative:
(B)(4). A complete catalog number is unknown as the serial number was not provided; therefore, the expiration date is not available. Device manufacture date: the device manufacture date is not available as the serial number is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after the implantation of an intraocular lens (iol) a thick, sticky, white gummy substance was noticed stuck to the rear of the iol. The surgeon tried to remove the white substance from the lens without success; therefore the iol had to be cut out and replaced. No vitreous loss and the patient is reported doing fine. No further information provided.

Manufacturer narrative:
Through follow up it was learnt that an incision enlargement was required and in addition the serial number and date of event was provided. Therefore the following information can now be provided via this submission: (B)(4). Date of event: (B)(6) 2016. Catalog number: zcb0000230. Serial number: (B)(4). Expiration date: 11/04/2019. Implant date: (B)(6) 2016. Explant date: (B)(6) 2016. Concomitant medical products: cartridge 1mtec30, lot number unknown. (B)(4). Type of reportable event: serious injury. Device manufacture date: 11/04/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection/product testing was not performed as the complaint device was not returned for analysis. A manufacturing record review was performed; no associated deviation or non-conformity report (ncr) was generated during the manufacturing process. Manufacturing process control was evaluated and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The investigation found no indication of a product malfunction or product quality deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.